Event description:
Nurse bagged the patient with an ambu bag because the ventilator was not functioning correctly. The respiratory therapist checked the ventilator to confirm functionality. The patient was returned to the ventilator. One hour later, the machine failed to function correctly and the nurse bagged the patient with an ambu bag.